Event description:
Customer reported the IV tubing cracked and leaked near the upper fitment. Stated lipids had been infusing for one hour without incident before the leaking was noted. No pt harm reported. No add'l event details provided.

Manufacturer narrative:
MFR's report date: 01/12/2010. (B)(4). Product was not returned for eval. Customer stated set was returned using the shipping label provided by carefusion. The tracking number of the shipping label showed the label was not used. Multiple attempts were made by the customer to locate the package. No product was returned or received; therefore, no product eval was performed.